Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. The customer's blood glucose (bg) level was 244mg/dl and the customer was to address the bg level by delivering insulin via the pump. The customer confirmed the cartridge was reloaded onto the pump and insulin deliveries were resumed.